Manufacturer narrative:
UDI #: (B)(4). Initial reporter: phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss checked the system and the reported problem could not be reproduced. Fss calibrated vacuum and performed the field service checklist. The system passed all functional tests and it was found to meet all amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that during surgery the irrigation stopped and worked again after restarting with the whitestar signature system. It was reported that this event did not affect/did not harm the patient at all. It was also reported that there was an aspiration failure probably due to a blocked tip, which was solved by replacing the tip and restarting the system.